Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal dissection procedure performed on (B)(6) 2024. During the procedure, it was found that the clip was in a state of detachment (hanging at the head end, shaking freely) and could not be used. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.